Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed infection at the pocket site with symptoms of drainage, redness and swelling. The physician did not believe that it was device or procedure related. The physician was not sure what cause the infection and stated that it might be from rubbing on the peeled incision. The patient was prescribed antibiotics and it was also placed on the incision site. The patient underwent an explant procedure and was reportedly doing well postoperatively.